Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported, there were multiple patients listed and a one to one correlation cannot be made without unique device serial numbers. The baseline gender/age/weight of the patients represented in the article is male/71 years old/67 kg. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: direct his bundle pacing in routine clinical practice cardiovascular medicine 2018;21(10):249¿254 doi.org.10.4414/cvm.2018.00581. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a lead implanted for his bundle pacing (hbp). The authors described their initial experience with the outcomes of hbp implantation. There were seventeen hbp failures, five selective hbp without correction of left bundle branch block, there were three cases of unsuccessful fixation, and three where the lead displayed high threshold. The complications noted were transient complete atrial-ventricular block in three patients and one right bundle branch block. Additionally, a deflectable catheter was unsuccessfully used in four patients and there was one failure with the guiding catheter. The status/disposition of the leads is not known and there was no indication of treatment/resolution. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.